Event description:
It was reported that intermittent occlusion alarms occurred, which caused the customer's blood glucose level to be high, as indicated by the display, although no specific value was provided. To address the issue, the customer administered a correction bolus via the pump. Reportedly, the customer changed the infusion set and cartridge, and resumed insulin delivery.